Event description:
A surgeon reported a pt with an unexpected outcome (hyperopia) following intraocular lens (iol) implant surgery. The surgeon indicated that calculations were rechecked and the cause of the outcome remains unk. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Add'l info has been requested. (B)(4).